Event description:
Initial report indicated that patient was experiencing an increase in seizures and could no longer feel the normal and magnet mode stimulation. Both the lead test and normal mode test were normal with a dc-dc code of zero. The patient and physician are unfamiliar with previous programming parameters since the patient was followed by another physician. The site was concerned that the device may be nearing end of service. During surgery to replace the generator, a lead break was noticed. Both devices were explanted.